Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1267 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported during an attempt to insert the dilator (without using a scalpel), resistance were met during the insertion, but then when the dilator was pulled back, noticed a tear at the tip of gray part with the white dilator still intact and still screwed in to the orange wing. It was stated they had to use the 5fr mst which "we tried to avoid to prevent bleeding."